Event description:
Event description cpi received information about this unipolar porous tined endocardial lead (4150) having been cut at time of implantable pulse generator (ipg) replacement. It has been removed from service.